Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis, alt mental status on (B)(6) 2019 with blood glucose of 798 mg/dl. The customer's current blood glucose is 153 mg/dl. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Customer states that insulin pump insulin flow block alarm. The insulin pump will not be returned for analysis.